Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) failed numerous defibrillation threshold (dft) testing during device change out. It was also observed that the patient paces only about 8%. The physician placed a subcutaneous coil at that time but still could not convert at 41 joules (j) along with external shock. It was then determined that the patient developed pneumothorax. Boston scientific technical services (ts) discussed to screen both paced and intrinsic morphology and check for any change in morphology with atrial pacing. Further possible programming options were also discussed. After few days of healing, repeat dfts were performed but still could not convert both at standard and reversed. However, external defibrillation was done and was able to successfully convert the patient. The physician then opted to place a new subcutaneous implantable cardioverter defibrillator (s-ICD). This ICD was explanted. No additional adverse patient effects were reported.